Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter kept giving him the same meter reading of "159 mg/dl." The pt tests his blood glucose twice a day. He tests in the morning and at night. The pt manages his diabetes with glyburide taken once a day. The pt indicated that the alleged meter issue started two days prior, at 8:50 am. For 3 consecutive days, the pt claimed that he kept getting the same read of "159 mg/dl" every time he tested. The pt did not believe his meter was reading correctly, since he kept getting the same result each time he tested. During the time of concern, the pt admitted that he started eating more vegetables and bread. The day prior to original date, at around 1:15 pm, the pt claimed that he developed symptoms of blurred vision, anxiousness, and insomnia. After the symptoms developed, he started eating less food. After calling lfs and troubleshooting the alleged issue on original date, the pt stated that he has been able to bring his blood glucose levels down. The pt mentioned that if he had been able to test and gotten higher than usual meter readings, he would have eaten less and called his doctor right away for advice. The alleged meter issue was resolved with troubleshooting. The pt was not using a correct technique for testing with the reported meter. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.